Event description:
The international distributor reported that the ventilator was not delivering the set tidal volume in volume control mode. The user reported there was no patient harm. The distributor replaced the exhalation valve to address the finding. The distributor reported extended self testing (est) passed.

Manufacturer narrative:
Exhalation valve.